Manufacturer narrative:
(B)(4). Occurrence date was reported to be (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported as an ongoing event from the previous month. The patient was not hospitalized for the event. On an unknown date the patient began treatment for the peritonitis with an unknown antibiotic, intraperitoneally during dwell, daily, when performing a manual exchange for 4-6 hours (dose and duration not reported). At the time of this report, the patient was not fully recovered. Pd therapies were ongoing. No additional information is available.